Event description:
Complainant alleged that during routine testing and preventative maintenance of the device, the user was unable to select energy levels higher then 150 joules. The complainant indicated that there was no patient involvement in the reported failure.